Event description:
Info received indicates the pump was giving boluses without the bolus button being pressed. This was found while downloading pump history. Pt info is not available.

Manufacturer narrative:
Several attempts were made to obtain pt info without success. Moog is currently investigating this pump and will send a follow up when more info is available.